Event description:
Clinical report states the patient was revised to address poly wear. Also noted was loosening of their femoral component, collapse and wear of the medical joint line, and osteolysis. Patient's primary and revision operative records were received. Records indicate upon revision there was no loosening of the femoral component, wear of the insert and osteolysis was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed osteolysis and polyethylene wear. The reported femoral loosening was not confirmed. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the polyethylene wear without the device to examine. No conclusions could be drawn about the root cause of the osteolysis based on the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.